Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis.

Event description:
It was reported that the guidewire was stuck with the catheter. The stenosed target lesion was located in the moderately tortuous abdominal aorta. A 035/260 (bx/5) amplatz super stiff guidewire was selected for use. However, the device felt less smooth than usual and it got stuck with 035 non-bsc angiographic catheter. The procedure was completed with another of same device. No patient serious injury nor complications were reported.